Event description:
It was reported that twelve hours after cataract surgery with intraocular lens (iol) implant , the patient complained of floaters in the operative eye. A slit lamp exam revealed fibrin, an exudate covering the iol and anterior chamber hypopyon. Intravenous and topical antibiotics were administered. All cultures taken came back negative. One week later the anterior chamber was clear, some vitreous opacities were present. A vitrectomy was performed and a retinal detachment caused by a small inferior hole was repaired at the same time. In the physician's opinion the vitreous opacities and detachment of the retina are a result of the endophthalmitis. The device remains implanted and the cause of this adverse event is not known.

Manufacturer narrative:
(B) (4). The complaint device associated with this report has not been received for evaluation; the device remains implanted. Batch records were reviewed and showed neither deviations regarding the sterilization process nor deviations regarding the sterility test results. The spore strips and tsb medium used for the sterility test were verified also and showed no deviations. Environmental control conditions during the manufacturing period of this lot of lenses were verified with respect to bioburden- and pyrogens and these showed no deviations. The product met release criteria. A review of the complaint records revealed that no complaints were received from this lot number. The device remains implanted